Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during drain was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The home patient stated she did not notice anything unusual at the time of the alarm and did not disconnect during therapy. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during drain. The hp cycled power and the alarm cleared before they called. The technical service representative (tsr) explained a se 2240 indicates a large amount of air has entered setup. The hp would call their nurse. The patient was involved but there was no patient injury or medical intervention reported. A follow up was made via phone call. The hp stated she did not notice anything unusual at the time of the alarm and did not disconnect during therapy. The hp stated the supplies were discarded and the lot number was not given. The hp started over with new supplies and resumed therapy without any problems. The hp stated she let her pd rn know about the alarm and the pd rn just went over the alarms with the hp. The hp will let the pd rn know that this alarm had to do with air in the set. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.